Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported by the customer they experienced a difference of between 7% and 9% spco readings. The customer also stated during troubleshooting a different sensor was used and the reading were 0%. There was no known patient impact or consequence to the patient.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.